Event description:
Customer called reporting issues with her reservoir. Her blood glucose is 177 mg/dl. She says she cannot get the reservoir to lock into the tubing. She is unable to push insulin through with the plunger. Customer stated she has used about three reservoirs in the last couple of months. Customer was advised of possible connection issues. She was told to call back when the issue recurs to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.